Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint at j4 connector on pcb2. Unit was received with cracked select button keypad overlay, stained keypad overlay and minor scratched lcd window. No crack on display noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a crack on display. Customer's blood glucose at the time of the incident was unknown. The device has been returned for analysis.